Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope was unable to insufflate. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged resulting in no air/water flow.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the clogged nozzle resulting in no air/water flow, the evaluation findings are as follows: leaking from the insertion tube, the insertion tube insulation value was out of standard, the light guide lens was cracked, the bending section cover glue was cracked, the insertion tube had a cut greater than 3mm and the play on the control knob in the "up/down" direction was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿ olympus will continue to monitor field performance for this device.